Event description:
Rptr complains of severe leg pain, hip & joint pain, extreme fatigue, skin rash, auto-immune disease, nail "rot", high cholesterol, knots on shin, swelling of hands & feet, chest pains, fever & cold sweats. Financially unable to remove implants.